Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the device could not be fixed. There were no further complications reported regarding the event. No patient was involved in the event.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560524, lot# w04h3416 during inspection at the time of acceptance, it was confirmed that the threads of the handle screw were deformed, the bearings were deteriorated, and the joints were worn. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.